Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3887-33, lot# j0315951v, implanted: (B)(6) 2003, product type: lead. Product ID 3387-40, lot# j0101912v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Information was received by the patient that reported the patient had a loss of stimulation and a loss of therapy. The day prior to report their therapy was fine and on the day of report he could not control the shaking in his left arm. This was noted as a sudden change in therapy/symptoms. It was not related to positional movement and it was unknown if there were any recent medical tests or emi environmental exposure. The device was checked with the patient programmer (pp) and there was poor communication. The status lights indicate the pp battery was good but did not indicate connection to the implantable neurostimulator (ins) or the ins battery status/on/off status. Troubleshooting included performing a status light check and all lights were functioning. They used the pp to check the second battery and successfully saw the "ins on" status. Troubleshooting indicated the ins may be the issue. There was potential end of service (eos). The patient was implanted for essential tremor. Additional information received from the manufacturer representative reported the patient&#38112;right ins died the day after initial report and they could not control his left arm shaking again. They used the programmer to assess his implants. The right one did not show anything and with the left one they saw a blinking light. They changed the batteries in the programmer and reconnected with the ins and the blinking light was still there and it was yellow. Both ins's would be replaced on (B)(6) 2015 and there was no allegation of premature depletion. Please refer to manufacturer report #3004209178-2015-17137 for information on the patient's concomitant system.